Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's machine flow sensor needs to be replaced to address the issue. In addition of the above evaluation, the device's blower assembly, blower chassis, blower bellow, blower mounts, muffler, tubing blower chassis, tubing fio2, tubing-low flow o2 and tubing system board needs to be replaced due to contamination. Software was uploaded and the unit was programmed.